Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, noise was observed. Lead was explanted and replaced. Patient tolerated the procedure well and was in good condition.